Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of lumbar disc disruption, l3/4. Spondylolisthesis, l4/5. The patient underwent following procedure laminectomy, medial facetectomy, foraminotomy, gill procedure, l3/4 and l4/5, with diskectomy for decompression of the nerve roots at both levels. Posterior lateral fusion at l3/4 and l4/5. Posterior lumbar interbody fusion using autologous bone and bone morphogenic protein,l3/4 and l4/5. Placement of interbody cages, l3/4 and l4/5. Placement of legacy pedicle screws, right l3, l4, and l5. This procedure could be considered a two-level, 360 fusion. Per op note, during the procedure "diskectomies were carried out and pedicle screws were placed on the right at l3, l4, and l5. Standard anatomic and fluoroscopic visualization were used to place the screws. These were distracted and the plates were decorticated. Then 10 mm cages were loaded with autologous bone and bone morphogenic protein were tapped into place at l3/4 and l4/5. Further autologous bone was packed into the interbody cages at interbody space and then the pedicle screws were connected to a 70 mm rod and compressed. Final tightening was carried out. Posterior lateral fusion was carried out at l3/4 and l4/5 bilaterally using autologous bone and bone morphogenic protein. The wound was irrigated prior to placement of the bone morphogenic protein and the nerve roots inspected and found to be free of evidence of any kind of injury or compression." On (B)(6) 2006, the patient presented with post-laminectomy pain with intractable mechanical back and right leg pain with lumbar radiculitis. The patient underwent following procedure-" placement of implantable pulse generator as part of spinal cord stimulator system."